Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: warnings, it states, ¿although the surgeon is the learned intermediary between the company and the patient, the important information conveyed in this document should be conveyed to the patient. The patient must be cautioned about the use, limitations and possible adverse effects of these implants including the potential for these devices failing as a result of loose fixation and/or loosening, stress, excessive activity, load bearing particularly when the implants experience increased loads due to a delayed union, nonunion, or incomplete healing. The patient must be warned that failure to follow postoperative care instructions may cause the implant or treatment to fail.¿ (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Screws, and six pegs) were conforming when they left zimmer biomet. Visual inspection confirmed the reported fractured peg (part stp55, lot 61050601). The fracture occurred just below the threads with the fractured piece not returned for review. One peg (part stp35, lot rm422d) was also confirmed to be seized within the plate. Some gouging and deformation surrounding the plate holes was observed. Damage was noted a few threads down from the hex on the two md32 screws and md34 screw and also on and below the product etch of the stp45 peg (lot rm400c), likely the result of the reported backing out. Dimensions were found conforming to print specifications where measured for each product; hole size on the plate and the threads of the screws could not accurately be measured due to the above described damage, likely a result of the patient fall reported in the translated operative notes; however, a conclusive root cause of the event could not be determined. This report is number 10 of 11 mdrs filed for the same patient (reference 1825034-2016-01742 / 04260-04269).

Event description:
Patient was revised approximately 5 months post-implantation due to non-healing and fracturing of the left humerus fracture fixation plates and screws. The patient also suffered another fracture of the humerus post-implantation. It was reported that patient fell post-operatively and subsequently experienced loss of range of motion and pain. Radiographs revealed screws were partially detached from the fixation plate. Medical records from revision procedure note screws were fractured, and that the fracture had not healed and a new fracture was present in the humerus. Medical records further note the plate and screws were removed and replaced.